Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed the main menu, and she could not obtain a blood glucose result. The complaint was classified, based on the initial information provided to the customer care advocate (cca). The patient said she takes humulin 70/30 insulin, 30 units in the am and 10 units at night. The patient said she felt shaky, sweaty, dizzy, and nauseated about 20 minutes after the alleged product issue started. She said she didn't know what to do because she could get a blood glucose result. She did not receive treatment. The cca walked the patient through resolving the issue. The patient's products were replaced. The complaint is reported because the patient alleges she experienced symptoms that can be associated with hypoglycemia after she was unable to obtain a result on the lfs product.